Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump was at 90% charge at the time the pump shut off. There was no patient involvement, as the customer was not using the pump for therapy at the time of the event. The customer has manual injections available as alternate insulin therapy.